Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2023 and suture was used. The suture broke easily. It happened at least 2 times where the suture would pop off while suturing, intra-operatively. Switched boxes and the problem stopped. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-07104. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, twenty-one unopened samples that pertain to the product code 8726h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packet was opened. The swage and attachment area were noted as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.